Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on (B)(6) 2024 emergency medical service (emt) was called. Emts changed the cartridge and transported the customer to the emergency room (ER) and was subsequently admitted into the intensive care unit with a blood glucose level was 1400 mg/dl and high ketones. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer's blood glucose level decreased to 400 mg/dl the customer was released on (B)(6) 2024 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.